Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt recently noticed a "surging" sensation while the stimulation was turned on, and it was a constant issue. The battery showed a voltage of 2.52 v. Impedance levels were normal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.